Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded noise over sensing on the right ventricular (rv) lead channel. Due to this over sensing, the atrium was not paced at the desired rate as pacing was inhibited but less than 2 seconds. Programming options around sensitivity were discussed. The pacemaker remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded noise over sensing on the right ventricular (rv) lead channel. Due to this over sensing, the atrium was not paced at the desired rate as pacing was inhibited but less than 2 seconds. Programming options around sensitivity were discussed. The pacemaker was explanted due to normal battery depletion (nbd) and returned without additional allegations. No adverse patient effects were reported.